Manufacturer narrative:
The customer was not able to identify the involved lot#s, therefore, the device history record could not be reviewed. Historical trending was done. No sample was provided, but the customer did provide a photo of a pair of hands with a rash. No abnormalities were found on the retained samples. At this time, we can not identify the root cause. A small percentage of the population may experience allergic reactions to some of the anti-oxidants and accelerators, which may be added during the manufacturing process. Often, reactions may be caused by contact dermatitis and may not be allergic in nature at all. The supplier has been apprised of this reported incident. We will continue to monitor complaints for any trends.

Event description:
A nurse developed very dry/red hands with micro cuts. She went to employee health and also saw a dermatologist.